Manufacturer narrative:
Upon further investigation of the reported event, the following information is new and/or changed: (B)(4). The sample was not returned for evaluation and a lot number was not provided; therefore, a complete investigation could not be performed. It is likely that the crack in the lens was due to improper handling of the device; therefore, this complaint is confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, (B)(4).

Event description:
The user facility reported to terumo cardiovascular that an endoscope lens is cracked. It is unknown when this event occurred, whether the product was changed out, or if there was any affect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.